Event description:
It was reported that during use of this insufflator in a laparoscopic varicolectomy, the patient developed asystole for about 5 minutes. This occurred during introduction of co2 from the insufflator. The patient was successfully resuscitated. This insufflator was exchanged for an alternate insufflator and the procedure was completed as intended.

Manufacturer narrative:
Investigation findings: conmed linvatec will send a follow-up report upon completion of an investigation.